Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to remain at 100% for several days despite being in use. The customer stated the pump battery then depleted from 100% to 0% suddenly and shut off. The pump was connected to a power source, charged for 5 minutes and the battery gauge was displaying 95%. The customer's blood glucose (bg) level was 250 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.